Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported in the literature by athauda-arachchi p & dorman (2012), during a coronary angiogram, an unspecified cook 5-french flexor check-flo radial artery sheath separated at the hub. The 78-year-old female patient, who had a history of a left anterior descending artery intervention two years prior, via right radial artery access, presented with an anterior non-st elevation myocardial infarction. The patient was transferred to the catheter laboratory for invasive coronary assessment. One-percent lidocaine was administered at the right radial access site and access to the right radial artery was obtained easily with a cook flexor hydrophilic check-flo introducer set on the first puncture, using the 21-guage micropuncture access needle and 0.018-inch nitinol wire from the set. After ensuring that the skin incision was satisfactory, the user attempted to advance a 6-french, 13-centimeter hydrophilic-coated cook flexor check-flo sheath over the wire; however, advancement was difficult due to the small size of the artery and possible early arterial spasm. A 5-french, 13-centimeter hydrophilic-coated cook flexor check-flo radial artery sheath was then inserted without complication. A ¿radial artery cocktail¿ of 5000 units of heparin, 200 micrograms (mcg) of glyceryl trinitrate (gtn), and 2.5 milligrams (mg) of verapamil was administered through the sheath. Another manufacturer¿s 5french catheters were then advanced through the sheath and diagnostic coronary angiography was performed, demonstrating an occluded left anterior descending artery due to stent thrombosis. Due to the late presentation intervention was deferred, awaiting assessment of myocardial viability. During withdrawal of the final diagnostic catheter over an unspecified j-tipped 0.035-inch wire, resistance was encountered, likely due to radial artery spasm. While attempting to remove the cook radial sheath, marked resistance was encountered. The user administered 200mcg of intra-arterial gtn, 2.5mg of intra-arterial verapamil, and 2mg of intravenous midazolam. Fluoroscopy was performed, using a small amount of contrast through the side-port of the sheath, which did not show any symptoms of radial artery dissection or perforation; however, did show features consistent with diffuse spasm near to and away from the sheath. After waiting ten minutes for the radial artery spasm to settle, the user attempted to remove the sheath; however, it would only withdraw back one centimeter. Traction was reportedly applied to the sheath against the intense spasm, resulting in separation of the hub from the sheath shaft. The end of the sheath was clamped with artery forceps to prevent bleeding and 15mg of intravenous morphine was administer over three doses and 2mg of additional midazolam was given for conscious sedation, with anesthetic support. Two 30mg doses of papaverine were administered via the radial artery sheath, using a fine needle to treat severe vasospasm. Another attempt to remove the sheath was performed fifteen minutes later, and although the spasm was slightly reduced, the sheath was only able to be pulled back one centimeter and refractory radial arterial spasm occurred, causing further fracture of the one centimeter of the sheath. A vascular surgeon was consulted, and the sheath was removed, using local lidocaine and deep conscious sedation. Antibiotics were administered. During removal, the sheath was manually unraveled, and complete excision and ligation of the proximal and distal radial artery was performed. There was no compromise to the perfusion of the right hand, as the patient had good supply via the ulnar artery. The patient made a full recovery, without evidence of hand ischemia, and was discharged two days later with a plan for outpatient assessment. Reference for literature article: athauda-arachchi p & dorman s. 2012. Retention and fracture of a hydrophilic radial artery sheath due to severe spasm. Interventional cardiology. 2012;4(1):57. Retrieved from: https://www.openaccessjournals.com/articles/retention-and-fracture-of-a-hydrophilic-radial-artery-sheath-due-to-severe-spasm.html investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. Photos from the article were inspected. The complaint device was not returned to cook for investigation; however, a photo from the article shows hub separation, sheath unraveling, and sheath separation. The lot number was not provided to cook, and the lot could not be determined from a global search of sales to the user facility. Therefore, it is unknown if there were any non-conformances or additional complaints on the lot. The product IFU states "if resistance is encountered during sheath advancement, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the information provided upon review of the dmr, IFU, and inspection of device photos suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as it is known that a spasm of the radial artery occurred throughout the procedure. Significant resistance was encountered as the user attempted to remove the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. There is currently a CAPA investigation open to investigate this product failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. B3: date of event= the date of event has been set to (B)(6) 2012, the last day of the month of publication of the literature article. D4: possible rpns based on reported description: kcfn-5.0-18-13-ra2.5s-hc kcfn-5.0-18-13-ra2.5-hc kcfn-5.0-18-13-mco-hc kcfn-5.0-18-13-ra-hc kcfn-5.0-18-13-ra-s-hc kcfn-5.0-18-13-ra2.5s-hc+ kcfn-5.0-18-13-ra2.5-hc+ g4: based on possible rpns, other 510k#: pre-amendment this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported in the literature by athauda-arachchi p & dorman (2012), during a coronary angiogram, an unspecified cook 5-french flexor check-flo radial artery sheath separated at the hub. The 78-year-old female patient, who had a history of a left anterior descending artery intervention two years prior, via right radial artery access, presented with an anterior non-st elevation myocardial infarction. The patient was transferred to the catheter laboratory for invasive coronary assessment. One-percent lidocaine was administered at the right radial access site and access to the right radial artery was obtained easily with a cook flexor hydrophilic check-flo introducer set on the first puncture, using the 21-guage micropuncture access needle and 0.018-inch nitinol wire from the set. After ensuring that the skin incision was satisfactory, the user attempted to advance a 6-french, 13-centimeter hydrophilic-coated cook flexor check-flo sheath over the wire; however, advancement was difficult due to the small size of the artery and possible early arterial spasm. A 5-french, 13-centimeter hydrophilic-coated cook flexor check-flo radial artery sheath was then inserted without complication. A ¿radial artery cocktail¿ of 5000 units of heparin, 200 micrograms (mcg) of glyceryl trinitrate (gtn), and 2.5 milligrams (mg) of verapamil was administered through the sheath. Another manufacturer¿s 5french catheters were then advanced through the sheath and diagnostic coronary angiography was performed, demonstrating an occluded left anterior descending artery due to stent thrombosis. Due to the late presentation intervention was deferred, awaiting assessment of myocardial viability. During withdrawal of the final diagnostic catheter over an unspecified j-tipped 0.035-inch wire, resistance was encountered, likely due to radial artery spasm. While attempting to remove the cook radial sheath, marked resistance was encountered. The user administered 200mcg of intra-arterial gtn, 2.5mg of intra-arterial verapamil, and 2mg of intravenous midazolam. Fluoroscopy was performed, using a small amount of contrast through the side-port of the sheath, which did not show any symptoms of radial artery dissection or perforation; however, did show features consistent with diffuse spasm near to and away from the sheath. After waiting ten minutes for the radial artery spasm to settle, the user attempted to remove the sheath; however, it would only withdraw back one centimeter. Traction was reportedly applied to the sheath against the intense spasm, resulting in separation of the hub from the sheath shaft. The end of the sheath was clamped with artery forceps to prevent bleeding and 15mg of intravenous morphine was administer over three doses and 2mg of additional midazolam was given for conscious sedation, with anesthetic support. Two 30mg doses of papaverine were administered via the radial artery sheath, using a fine needle to treat severe vasospasm. Another attempt to remove the sheath was performed fifteen minutes later, and although the spasm was slightly reduced, the sheath was only able to be pulled back one centimeter and refractory radial arterial spasm occurred, causing further fracture of the one centimeter of the sheath. A vascular surgeon was consulted, and the sheath was removed, using local lidocaine and deep conscious sedation. Antibiotics were administered. During removal, the sheath was manually unraveled, and complete excision and ligation of the proximal and distal radial artery was performed. There was no compromise to the perfusion of the right hand, as the patient had good supply via the ulnar artery. The patient made a full recovery, without evidence of hand ischemia, and was discharged two days later with a plan for outpatient assessment. Reference for literature article: athauda-arachchi p & dorman s. 2012. Retention and fracture of a hydrophilic radial artery sheath due to severe spasm. Interventional cardiology. 2012;4(1):57. Retrieved from: https://www.openaccessjournals.com/articles/retention-and-fracture-of-a-hydrophilic-radial-artery-sheath-due-to-severe-spasm.html.